Event description:
04/16/2025 16:12:07 dop114-962doc_ver_ba: app is not accurately displaying the pump data "unable to complete troubleshooting or provide instructions, insufficient information to escalate."

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.8.0) installed on iphone 11 pro (ios 18.5) with mmt-1884 780g pump (software ver. 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to the lack of diagnostic logs necessary to perform a comprehensive analysis. We performed our analysis using the analytics logs provided only. We didn't find any pairing attempts for this user. The mmm application cannot open the pairing screens until the user successfully logs in. Based on the ticket title, I suspect the user may have forgotten their username or password, which prevented them from logging into the application. Issue was not confirmed helpline informed team that the issue was resolved from customer side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.